Manufacturer narrative:
(B)(4). The data was not provided for investigation and the device was not retuned for product evaluation. Problem could not be confirmed. It should be noted that diabetes mellitus is a known cause of hypoglycemia. However, a root cause cannot be determined for the reported events.

Event description:
The patient contacted dexcom technical support on (B)(6) 2015, to report they had a hypoglycemic event on (B)(6) 2015, and that their receiver displayed an intermittent out of range (oor) alert. The paramedics were called and gave the patient blood glucose. He was instructed by the paramedics to not use his device. The patient contacted their endocrinologist who told the patient to continue to use their device. No additional event or patient information is available.